Event description:
Based on information received following submission of the initial report was that the suspect product was updated.

Manufacturer narrative:
Based on information received following submission of the initial report was that the suspect product was updated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Two opened phaco tip without a wrench, in a glass vial with a lid were received for the report. Samples were visually inspected and found to be nonconforming. Sample # 1- phaco broken in 2 pieces at aspiration bypass (ab) hole. Breakage is very jagged. Wall thickness is even. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. Sample # 2- phaco tip was observed to be cracked. Phaco tip was still in one piece with crack marks observed at the ab hole and cracks above ab hole. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. Wall thickness was not able to be determined as phaco tip was in one piece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached were reviewed by the manufacturing site. Photos show tubing on the back of handpiece. No phaco tip was seen, reported issue cannot be confirmed from photos. The complaint evaluation confirms the phaco tip sample #1 was broken and phaco tip sample #2 was cracked. The root cause for the broken and cracked phaco tip cannot be determined from this evaluation. The phaco tip visual inspections do not show any manufacturing issues that would cause the broken and cracked phaco tip. The exact root cause for the broken and cracked phaco tip is unknown; therefore specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken and cracked phaco tip exhibited on the returned opened samples, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tip got cracked and one more got cracked before surgery. The procedure was completed using new cassette. The patient harm details was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).